Manufacturer narrative:
Correction: upon review, the right atrial (ra) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event and the lead remained implanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted for an unknown reason. Patient status was unknown.